Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2017, the mayfield ultra base unit allegedly slipped at the end of the craniotomy case. There was no surgery delay due to product problem. Patient outcome was reported as "fine" ; the head was secured by the staff. There was no patient injury noted.

Manufacturer narrative:
Investigation completed on 26feb2018. Device has been cleaned and inspected and it revealed that the lock handle closed without the transitional member in place; the shock cushion was missing. Base clamp worn beyond repair, brackets and connecting rod none standard and non-repairable to restore full function of the unit to manufacturer¿s specifications. Recommend this unit be replaced as repair of this old device is not viable. Device history review can not be performed at this time as this product was made in 2006 and was an unserialized product at that time. The reported issue was confirmed. Root cause analysis: severely worn components . This unit was manufactured in 2006 being eleven years old has exceeded the estimated life expectancy of up to 7years for mayfield products in consideration of all the variables that can influence the life and function of these devices.